Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported that the device may not be working properly since it was down to 60 beats per minute (bpm) when it was supposedly to be programmed at 70 bpm. It was reported that the device has not been interrogated. The patient felt sleepy all the time and was worried that there was something wrong with the device. There was no further information received from the field. All available information suggests that this crt- d remains in service. No adverse patient effects were reported.